Event description:
Vascular access nurse was attempting to thread the glidethru sheath over the guidewire during midline insertion when the glidethru sheath buckled and split at the center of the peel-away. Clinician confirmed that she was "choked up" on the sheath during insertion as taught. Clinician dropped new glidethru sheath and completed procedure without further issues.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer did provide a photo for evaluation. Visual inspection of the photo revealed that the sheath had torn prematurely. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The complaint of a peel-away sheath splitting prematurely was confirmed based on the customer photo. The returned photo revealed the sheath had split in the middle of the body along the score line. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f18b0008.

Event description:
Vascular access nurse was attempting to thread the glidethru sheath over the guidewire during midline insertion when the glidethru sheath buckled and split at the center of the peel-away. Clinician confirmed that she was "choked up" on the sheath during insertion as taught. Clinician dropped new glidethru sheath and completed procedure without further issues.